Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition and periods of asystole of up to eight seconds. A drop in rv pacing impedance measurements from approximately 400 to 200 ohms, as well as variable amplitude morphology measurements was also noted on the rv channel as well. The physician suspected an insulation abrasion with the rv lead, which may have occurred during an unrelated left ventricular assist device (lvad) procedure recently. The rv lead remains in service and no additional adverse patient effects were reported.